Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia. Pre-procedure transesophageal imaging (tee) confirmed there was no pre-existing thrombus. Groin access was obtained, and a heparin bolus was administered. The activated clotting time (act) result was 106 seconds after transseptal puncture (ts) was achieved. A watchman trusteer access system (was) was inserted. Shortly after tsp, a thrombus in the was noted and aspiration was attempted, yet not possible. The procedure was aborted due to the heparin issue, as the physician wants to further investigate as other patients have had the same issue of inability to achieve satisfactory act's when given this heparin from the same vendor. There were no patient complications.